Event description:
Customer reported leaks from reservoir. He stated that when pulled the reservoirs out of pump he noticed it was wet inside compartment.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.